Event description:
Profound and permanent neurological injuries, neurological disease [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity, zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Loss of balance [balance disorder]. Dizziness [dizziness]. Burning sensation in mouth [oral discomfort]. Weakness in legs [muscular weakness]. Pain in legs [pain in extremity]. Burning sensation in feet and hands [burning sensation]. Numbness in feet and hands [hypoaesthesia]. Tingling in feet and hands [paraesthesia]. Case description: an attorney reported that their (B)(6) male client used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency, for his dentures, beginning in 1999 through 2010 and reported the following: profound and permanent neurological injuries, neurological disease, severe and permanent physical injuries, zinc toxicity, zinc poisoning, copper deficiency, loss of balance, dizziness, burning sensation in mouth, weakness in legs, pain in legs, burning sensation in feet and hands, numbness in feet and hands, and tingling in feet and hands. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.